Event description:
It was reported that an unspecified number of an unspecified bd infusion set experienced damaged tubing issues. The following information was provided by the initial reporter: clinician reported tubing issues happening ¿lots¿ but that it has not occurred to her.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Initial reporter facility name: (B)(6). Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of customer having issues with tubing was received. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.